Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k090757.

Event description:
It was reported that the patient alleged experiencing right hip trochanteric pain and loosening and migration of the claw plate at 3 month follow-up appointment. A trochanteric reinsertion procedure was performed approximately 1 year post-implantation to correct the issue. Attempts have been made, but no additional information is available at this time.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: item#22-300917-- arcos sts dist stem ti bm 17 mm x 190 mm lot#504230, pt-106056 -- regen/rignloc +multi 56 mm sz 24 lot#360640, 163670-- 32 mm cocr mod head +3 mm lot#0073235778, ep-053254¿ ringloc-x e1 h/w 54/32 mm 24 lot#3276013, 22-301321-- arcos con sz a std 70 mm ha lot#013730, 11-302142--arcos lateral troch bolt 42 mm lot#398520 . The reported event is confirmed. X-ray review confirmed that the trochanteric bolt/claw assembly was disassociated from the proximal femoral stem body and the assembled parts were displaced posterolaterally. The review also noted that the stem components which were proximal and distal to the taper junction had no proper fixation. Wide zones of periprosthetic lucency was observed throughout the region of the extended trochanteric osteotomy. The bone fragmentation in vicinities of the greater trochanter and at the extended trochanteric osteotomy could have occured due to fractures. Osteoporosis could have led to loosening of the bolt and resulted in the disassociation of the components. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The compatibility check noted no issues. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-07179.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information unknown at the time of the initial medwatch. The reported event was confirmed by review of provided patient x-rays. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.